Event description:
Additional information received notes that there was artifact due to the proximity of the electrode patch and the laboratory electrode.

Manufacturer narrative:
The reported event of pacing-like waveform was confirmed from the screenshots of the surface ECG strips. However, the timestamps on the strips did not seem to match the timeline in the merlin log. The merlin log data suggest that these screenshots were taken prior to the fixation or release of the rv lp. The pacing-like waveform was likely the result from the pacing and/telemetry artifacts when the lp was not sensing the r-wave.

Event description:
It was reported that after releasing the right ventricle leadless pacemaker (rvlp) that there was loss of capture. The issue was resolved after replacing and reapplying the electrode patch used for device interrogation. There were no patient consequences.